Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown ophthalmic surgery on an unknown date and suture was used. When passing the needle through the tissue, adhesive like substance remained on the tissue. It was hard to remove the adhesive like substance. There were no adverse consequences to the patient.